Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during a follow-up with noise on the rv lead. Noise occurred in real-time without isometrics. Review of the strips revealed noise and possible lead damage. Increased impedance was also observed. Lead replacement was planned. Later, chest x-ray revealed that the lead was not fully inserted into the header. This issue will be addressed with surgery. No further information is available.